Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). At the time of this report the investigation was still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to the FDA.

Event description:
It was reported that the table top (tt) of the affected operating table could be adjusted only in small steps. This malfunction occurred after the patient was prepared for a surgery. The surgery could be completed after some delay. No patient injury was reported. Manufacturer reference # (B)(4).

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The affected table top (tt) was investigated by a getinge-maquet service technician. It was forwarded to the manufacturing site for further investigation and repair. The tt consists of several assemblies, among others of several bars. The position of these bars is registered and adjusted via sensors. These sensors are electromechanical parts which have to be readjusted periodically. In this case these sensors have been misadjusted. This resulted in the bars being misadjusted, too. In case of such a maladjustment an error is registered at the controller board of the table. In case such an error is registered the table will switch to an emergency operating mode. In this mode basic table functions, like the height adjustment and the "0-position" of the table, can be operated with limited speed. If the table is operated in this emergency mode, an acoustic signal will be emitted and depending on the used remote control a message on the remote control will be displayed. The emergency operating mode was described by the user: " [...] After preparing the patient [...] The tt could only be moved in small steps to the "0-level-position". ". The emergency operating mode is described in the instructions for use (IFU). The purpose of this emergency operating mode is, to enable the user to complete an ongoing operation. The affected tt was manufactured in may 2018. The production records of the affected product were reviewed and no issues were found. In the IFU the user is told that maintenance must be performed every 2 years and, as of the 5th year, every year to ensure availability of all functions. The reason for this early maladjustment of the bars could not be determined. We assume that several unfortunate circumstances contributed to the described malfunction. The adjustment during manufacturing might have been close to the limits of the described adjustment range. This way the product passed the final inspection before delivery, but failed after a short period of use. Environmental influences like e.g. Variations in ambient temperature, vibrations or shocks during transport, storage or operation may contribute to the described maladjustment. A temporary overload of the tt might as well contribute to this issue. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.